Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that the guide wire separated during use inside the guiding catheter. It was removed from the patient's anatomy when the guiding catheter was removed. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. In some circumstances, if the guide wire becomes tangled with a catheter, the devices can become caught on the guiding catheter, as described in this incident, during services removal. If excess force is applied to free the guide wire, it will fracture. A definitive root cause of the reported issue cannot be determined.